Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. The physician alleged lead damage, although it was not confirmed. The event was resolved by reprogramming the device. The patient was in stable condition.